Manufacturer narrative:
Patient date of birth/age and weight are unknown. Exact date of symptom on set is unknown. (B)(4). A revision procedure has been scheduled for (B)(6) 2016. It is unknown at this time if the devices will be returned following the scheduled revision on (B)(6) 2016. No 510k information is available. The device was likely manufactured preamend. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with a possible allergic reaction to a synthes implant. The patient suffered a right bi-maleolar fracture on an unknown date and underwent surgery on (B)(6) 2015 during which synthes devices were implanted. Since then, the patient has experienced pain and swelling as well as heat and itching at implant site. An allergy test performed on (B)(6) 2016 revealed an allergy to silver nitrate; the patient is being monitored by an allergist at this time. Due to a history of gastro-intestinal bleeds, the patient is unable to take anti-inflammatory products in order to assist with the pain and swelling. In order to address the issues, a revision procedure has been scheduled for (B)(6) 2016. No additional information available at this time. This report is 3 of 5 for (b)(64).